Event description:
Two cases of what appears to be a small piece of clear plastic particulate floating in an intravenous infusion bag were identified in the pharmacy. Both instances involved b braun 500 ml bags of 0.45% saline solution. The manufacturer has been notified and potentially affected lots have been removed from inventory. Neither solution reached the patient.======================manufacturer response for 500 ml of 0.45% saline solution, 500 ml of 0.45% saline solution (per site reporter).======================manufacturer was notified; no additional details were made available to reporter at this time.